Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging the and got a settings not available message. The patient said they got ins battery up to 90% and the controller ran out of juice so they plugged it back in and reported it was now up to 80%. The patient said they charged 2 weeks ago, maybe a week and a half ago, and everything was fine. The patient stated they had let it lapse to get low a couple of times in the past but they were successful to use the ins after those occasions. The patient said they turned it off and back on. The patient reported seeing the settings not available message several times, they were successful to decrease to zero and then increase past the normal setting of 1.5 to 2.0 and 3.0 however the settings not available message continued with more attempts. The patient said they did not have any other groups to try, they had not had any programming changes and they were still using the same setting they have used for a long time. During the call the patient removed and replaced the battery pack however they continued getting the settings not available message. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated. On 2019-apr-12 additional information was received from the healthcare professional and the rep. It was reported that patient was scheduled for office visit on (B)(6). Later, rep reported that they saw the patient on (B)(6) and the reason patient was getting settings not available message was because a high impedance contact was being used which limited the patient on her settings. Rep just moved the programming and the issue was resolved. The cause was unknown. Patient¿s weight was unknown. Programming was done around the high impedance contact which resulted in satisfied patient. Hcp had no plans of any further interventions to resolve the high impedance. No further complications were reported/anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to the doctor and met with a manufacturer representative who resolved the settings not available message. No further complications were reported/anticipated.